Manufacturer narrative:
Witness accounts claim the accident was not as a result of the wheelchair having malfunctioned, but appears to be just a horrible accident in that the end-user inadvertently maneuvered the device into the canal. Reports from the father indicate the end-user remains in the hospital in a coma, but did not disclose if the coma was medically induced or the result of the near drowning. The device was retrieved from the family and taken to the local service provider for inspection. Initial testing shown the device to be non-operational with the inability to power on. The device shown signs of water damage, mainly external, but internal damages to the electronics were noted. Due to the extent of damages sustained to the electronics and other electrical components, operational testing could not be performed. All reports received allege this to be a "use error" event in that the end-user inadvertently maneuvered the device into a canal. Due to the nature of this extraordinary event, no corrective actions will be taken. Permobil has recommended the device be replaced as such extraordinary events to a sophisticated medical device may create considerable damage that may be imperceptible to an inspection. The DHR was reviewed and the device met specification prior to distribution.

Event description:
Report claims the end-user was spending the day with friends and family near an area canal. The father reported having left the end-user with friends to go to the car and upon his return, became aware the end-user was no longer in the area he had left them. It was soon discovered the end-user, with the device, had fallen into the canal. It was explained the father entered the canal to free the end-user from the device as they were restrained by a shoulder harness and lap belt. Reports indicate the end-user was taken to the area hospital to where they remain to this date.